Event description:
Silicone 22fr catheter in patient and catheter was not draining. Md attempted to remove catheter after balloon deflation but was unable. Md cut balloon filling port and balloon stayed inflated. Md removed catheter with inflated balloon. Md went back in with cystoscope to assure homeostatis and then replaced new catheter without difficulty.